Event description:
Boston scientific received information that this patient's home monitoring equipment detected a low out of range pacing impedance for this patient's competitor right ventricular (rv) lead. The physician turned off tachy therapy while they waited for a lead revision. Later, the lead was surgically abandoned and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.